Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: d4 (lot catalog). Corrected: d1, d2a. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Investigation summary ==> it was reported that on (B)(6) 2014, the patient underwent a tha surgery for oa with the implants in question. After the surgery in (B)(6) 2024, x-rays showed no abnormalities in the liner in question. In (B)(6) 2025, CT scan revealed some wear (eccentricity of the head) movement behind the liner. On (B)(6) 2025, the patient visited the hospital complaining of abnormal noise and pain. An x-ray revealed significant displacement of the femoral head center. Dislocation and wear were suspected, but the x-ray findings did not reveal dislocation. The surgeon doubted that such extensive wear could occur in such a short period of time, and suspected liner dislocation. On (B)(6), a revision was scheduled for (B)(6) 2025. During the surgery, a sales representative checked the situation from the surgical field and confirmed the following:·the liner at the top of the cup rim was embedded into the cup, with the anti-rotation tab destroyed.·the delta head had collided with the cup rim and the tapered locking portion of the cup/liner (discolored due to friction with the head), causing significant damage.the surgeon determined that re-fixing the liners would be difficult, so all implants placed in the previous operation were removed and a complete revision was performed. The surgery was completed successfully with 30 minutes surgical delay. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device revealed that the delta cer head 9/10 28mm -3 had signs of material transfer, most likely caused by the head being in contact with the acetabular cup after the disassociation event occurred. Furthermore, audible sound can be confirmed as this condition could happen as a consequence of the disassociation. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the delta cer head 9/10 28mm -3 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- manufacturing record evaluations were performed based on the engraving of the returned device. Two lots linked to this device were associated (3601359 and 3590284) and no irregularities nor non-conformances were identified during manufacturing. Added: d10. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees, caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unk hip femoral head/unknown lot. Part and lot number are unknown. Without the specific part number, the UDI number and 510-k number is unknown.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a tha surgery for oa with the implants in question. After the surgery in (B)(6) 2024, x-rays showed no abnormalities in the liner in question. In (B)(6) 2025, CT scan revealed some wear (eccentricity of the head) movement behind the liner. On (B)(6) 2025, the patient visited the hospital complaining of abnormal noise and pain. An x-ray revealed significant displacement of the femoral head center. Dislocation and wear were suspected, but the x-ray findings did not reveal dislocation. The surgeon doubted that such extensive wear could occur in such a short period of time, and suspected liner dislocation. On october 6th, a revision was scheduled for (B)(6) 2025. During the surgery, a sales representative checked the situation from the surgical field and confirmed the following: the liner at the top of the cup rim was embedded into the cup, with the anti-rotation tab destroyed. The delta head had collided with the cup rim and the tapered locking portion of the cup/liner (discolored due to friction with the head), causing significant damage. The surgeon determined that re-fixing the liners would be difficult, so all implants placed in the previous operation were removed and a complete revision was performed. The surgery was completed successfully with 30 minutes surgical delay. No further information is available.